Manufacturer narrative:
The customer reported no further issues with the camera, after support provided the corrections. Event problem and evaluation codes: (B)(4).

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from a customer that indicated images were dark. Support performed a white balance (calibration) of the camera, provided new filters, reset the configuration, and had the account plug in the camera to the computer. The issue was resolved. On (B)(6) 2017, additional information was received from the account. The customer reported the issue impacted patient care, as fluorescein angiograms could not be performed and patient care was delayed. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures. No patient harm occurred as a result of this issue. Reference complaint number (B)(4).